Event description:
It was reported that at a routine pump refill on (B) (6) 2009, the pt presented with confusion started 2 weeks prior to the appointment. The pt's spouse also indicated the pt's breathing was worse, had congestion, and complained of increased pain to his chest. The pump was refilled without issues. The pump was interrogated and found to be properly functioning. The expected residual volume was 2.7 cc and the actual residual volume was 2.4 cc. The pt tolerated the procedure well and was able to leave the office without assistance. The hcp at the refill sent the pt to the emergency department for further workup of the mental status charge vs. Delirium. The pt was seen in the emergency department with a chief complaint of suicidal ideation as well as to address the change to his mental status. The pt had attempted to commit suicide the previous evening with excessive doses of narcotic medications. The pt was in severe pain due to his diagnosis of metastatic lung cancer with a poor prognosis. The pt had difficulty controlling his pain. Multiple tests were performed with the outcome showing the pt had a possible central nervous system metastasis. This was perhaps related to the sub chronic confusion. The family was considering hospice. Further info received from hospice care indicated the pt had expired on (B) (6) 2009.

Manufacturer narrative:
(B) (4)